Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) was used to treat a heavily calcified superficial femoral artery (sfa). An unspecified filter was placed in the trunk. Atherectomy was performed at all three speeds. The physician worked slow, flushing more than usual, and taking loner breaks. Despite this, small calcified particles were found in the filter after the procedure. The patient was in stable condition.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) was used to treat a heavily calcified superficial femoral artery (sfa). A filter was placed in the trunk. Atherectomy was performed at all three speeds. The physician worked slow, flushing more than usual, and taking loner breaks. Despite this, small calcified particles were found in the filter after the procedure. The patient was in stable condition.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported embolism, and serious injury appear to be related to operational context. In this case it is possible that the reported embolism, and serious injury are a result of the patient¿s disease severity and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: h6 (codes 4118, 3233, and 11 no longer apply).